Event description:
It was reported that after performing a biplane study, the staff had difficulty in moving the lp back to park position. One of the technicians pulled the table pad toward the foot end of the table to clear the patient from the gantry. A nurse was standing beside the patient and forced the arm board up against the smart box joystick mounted on the patient's left side and the gantry proceeded to move towards the patient. At that point the emergency stop was pushed. No injury was reported.